Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was scheduled to have a peg-j tubing replacement due to rupture of the tubings. During the replacement procedure, a buried bumper was discovered. The attempt to remove the peg tubing endoscopically was unsuccessful. The peg tube was left in place pending surgery to remove it. On (B)(6) 2020, the patient subsequently underwent surgery and the peg tubing was removed. However, the buried internal bumper was unable to be removed. A feeding tube was placed in the stoma and duodopa medication was discontinued. The patient will be evaluated in one month to remove the bumper and place new peg-j tubing.

Event description:
On (B)(6) 2021, the patient died as a result of possible sepsis. On (B)(6) 2021, the patient's daughter reported that the hospital informed that the sepsis originated from the buried bumper that had not been previously removed and that this was the cause of death.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5, h1, h6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.